Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's pre-procedural workup revealed a transient block and right bundle branch block, and the patient was scheduled for post-procedural pacemaker implantation after valve deployment. However, it was noted that the pacing was stopped and electrocardiography showed complete atrioventricular block. Implant of a permanent pacemaker is planned.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's pre-procedural workup revealed a transient block and right bundle branch block, and the patient was scheduled for post-procedural pacemaker implantation after valve deployment. However, it was noted that the pacing was stopped and electrocardiography showed complete atrioventricular block. Implant of a permanent pacemaker is planned. Additional information was received that a permanent pacemaker was implanted.